Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips were fired crossed and fell down. Another device was used to complete the case. There was no consequence to the pt.